Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed gas loss alarms in logs but could not duplicate error. The fse replaced pim module as an precautionary measure and ran full calibration and functional checkout. The unit passed all functional and safety checks. The iabp unit has been returned for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm. There was no patient harm and no adverse event was reported.